Event description:
On (B)(6) 2012, the reporter claimed the animas pump delivery a bolus insulin dose that the patient did not program. The pump history showed there was an un-programmed bolus dose of 5.1 units on (B)(6) 2012 at 1538. By 1630, the patient complained he was not feeling well. His blood glucose reading reportedly was below his target. There was no report of any numeric value at the time of concern. The patient took oral carbohydrate at the time of concern and was taken off of insulin pump therapy. At 1916, her blood glucose was within target. The animas pump reportedly did not beep or vibrate at the time of the unwanted bolus delivery. The patient denied there was any exposure to rollercoaster, x-ray, MRI, or body scanner. The alleged issue was not resolved with training. This complaint is being reported as malfunction due to the alleged ghost/un-programmed bolus issue. There were no numeric blood glucose values or hcp medical intervention to suggest a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows 5.10 unit bolus programmed and delivered on (B)(6) 2012 at 3:38pm. The keypad was tested and all keys were found to be responsive to user input. No hypersensitive keys or sticking keys were observed on the keypad. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 24 hours on a 1 unit per hour basal program; no boluses were recorded in the pump history. The reported complaint was unable to be duplicated during testing.